Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) hospital (telephone) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an alarm for gas leakage in iab loop. There were no patient harm or injury was reported.